Event description:
Patients legal counsel reports patient underwent a total left hip arthroplasty on (B)(6) 2004 and a total right hip arthroplasty on (B)(6) 2004. Subsequently, on (B)(6) 2007, patient underwent a right hip revision procedure due to allegations of loosening of the acetabular cup and pain. It was further reported patient underwent a right hip revision procedure on (B)(6) 2009 due to pain, discomfort, inflammation, effusions, elevated metal ion levels, loss of range of motion, metal poisoning and metallosis. Legal counsel alleges a revision procedure has been scheduled for the left hip but no revision procedure information has been received to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 7 mdrs filed for the same event (reference 1825034-2014-01679/01684 & 01686).